Event description:
Connection issues during the implantation procedure at ventricular level. Upon initial lead connection, no anomaly was noted; however, the physician is used to unscrew and tighten again each setscrew to ensure proper lead connection: - no anomaly was noted at atrial level; - it was impossible to unscrew the ventricular setscrew. Because tight connection was confirmed (through pull test), the device was kept implanted. However, a note was made in the patient file since this issue might become troublesome at the time the device reaches eol or at the time there's an issue with the ventricular lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Labeling reviewed. Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot. Consequently, this hypothesis is rejected for this specific device. It is more likely that the ventricular setscrew head got damaged during the first screwing operation.